Event description:
Consumer stated that they were brushing their teeth with the toothbrush when bristles came out of the brush head. The bristles are getting stuck in her teeth and she swallowed a few of them.